Manufacturer narrative:
The specific day is unknown, only the month and year are valid at this time. Correction: please note the reportable event type has been escalated to serious injury. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had experienced ¿no improvement¿ after the implant of their device. It was unknown whether any further troubleshooting was performed to address the issue; the patient¿s system was ultimately explanted in (B)(6) 2017. The patient was being observed at home at the time of follow-up. There were no further complications reported or anticipated.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that, sometime after the implant surgery, the patient had to go to a hospital in which it was found that there was a short in the implant battery, resulting in poor efficacy for the patient. It is unknown what troubleshooting was performed, or what the cause of the issue was, with a battery replacement being considered. No further complications are anticipated.